Event description:
It was reported that the patient underwent an initial total hip replacement on the left side. Subsequently, the patient experienced pain, stiffness, and dissatisfaction with their left total hip replacement. As a result, approximately seven years and eight months post-surgery, the patient underwent a revision. Patient was last known to be in stable condition following the event. No further impact to the patient was reported. No additional information is available at this time.

Manufacturer narrative:
D10: 170-36-00 - biolox delta femoral head 36mm od, +0mm: sn# (B)(6), 180-65-30 - alteon 6.5mm screw, 30mm: sn# (B)(6), 186-01-52 - integrip cc, cluster 52mm, g2: sn# (B)(6), 190-21-08 - alt ha s noclr ext sz 8: sn# (B)(6), 101-05-30 - 3.2mm drill bit30mm 1pk: sn# (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, g. The most likely cause for the revision reported due to early prosthesis wear is a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). Prosthesis wear was able to be confirmed from the provided radiograph and images of the explanted devices. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.